Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 alaris pump module smartsite infusion sets experienced air in the line. The following information was provided by the initial reporter: we¿re experiencing some issues with the tubing allowing air in line. This occurred 3 times.

Event description:
It was reported that 3 alaris pump module smartsite infusion sets experienced air in the line. The following information was provided by the initial reporter: we¿re experiencing some issues with the tubing allowing air in line. This occurred 3 times.

Manufacturer narrative:
H.6 investigation summary: no product or photo was returned by the customer. It was reported that the tubing allowing air in line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 21125449 was performed. The search showed that a total of 15,343 units in 1 lot number was built on 15dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.